Manufacturer narrative:
The investigation for purge leak - pump/ thrombocytopenia has been completed. The returned pump was visually inspected, and it was noted that the bypassed purge sidearm was not returned. However, based on the use of sodium bicarbonate as a purge solution, the root cause of the purge leak was most likely a damaged yellow luer on the purge sidearm. The root cause of the thrombocytopenia was not determined since sufficient clinical information was not provided. Additional information for the initial MFR was provided in sections b1, b3, b4, h1, h3, and h6.

Event description:
While on support, after over 16 days the rp had a purge system leak that prompted the pump to be explanted and replaced with another impella rp.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient was implanted with an impella rp device for mechanical circulatory support. While on support, the patient was positive for heparin inducted thrombocytopenia and using sodium bi-carb in purge solution.